Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a angio-seal device carrier tube kinked. The kink happened in the carrier tube when the device was being inserted into the insertion sheath. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was cas (carotid artery stenting). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. The reported blood was less than 250 cc's. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.